Manufacturer narrative:
Upon investigation, the nylon shaft to pusher body joint failed. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)." Review of the device istory record for this lot did not produce any findings relevant to this report.

Event description:
The physician/operator attempted closure of an arteriotomy site with the starclose device following an interventional procedure. The device was stuck in the patient's groin and was removed with manual retraction of the device and hemostasis.